Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The top-case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.